Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the video baton 2.0 large used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0 large and could not confirm the reported flickering image issue. The customer's video baton 2.0 large was connected to a known, good, test core smart cable and a known, good, test monitor; no failure was found. The camera image quality test was performed and passed. The camera image quality test pattern passed, the individual white lines were distinct and the color rendering was accurate. Since the customer had already received a replacement glidescope video baton 2.0 large, the returned device was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image was flickering during intubations. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.